Event description:
It was reported that the surgeon was performing a laparoscopic procedure and due to the complexity and lots of adhesions surrounding the are it was a difficult surgery. The surgeon has not used the product for a long time and have also thought that the device could have complimented to the bladder injury to the patient. Patient was alright and the bladder was fixed laparoscopically.

Manufacturer narrative:
(B)(4). Date sent: 4/6/2026. D4 batch #: unknown. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Additional information was requested and the following was obtained: was the product being used in a clinical trial? No. Did the event happen during a procedure? Yes. Were you in the procedure at the time of the event? No. Event outcome/how was it managed? Consultant stopped using the device was there any consequence to the patient due to the event? A small puncture/hole was created in the patients bladder. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: what was the procedure type? What was the indication for the procedure? What product did the surgeon use prior to this device? What heat management techniques were utilized throughout the procedure? Did the surgeon experience any generator alert screens during the procedure? Did the surgeon encounter any device issue during the procedure? Was the injury identified during the initial procedure? Which part of the bladder was injured? What was the approximate size of the bladder injury? Please provide more detail on how bladder was fixed what is the patient's current status? An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 5/13/2026. Additional information was requested and the following was obtained: what was the procedure type? Total laparoscopic hysterectomy. What was the indication for the procedure? Treating benign gynaecological condition ("extremely deficient cervix due to previous cone biopsy and marked fibrosis at the bladder base that the dissection was not straightforward because of the adhesions".) What product did the surgeon use prior to this device? Ligasure maryland. What heat management techniques were utilized throughout the procedure? I am unaware how heat was managed but upon asking the staff working on that case, they have mentioned that they didn¿t notice anything unusual with the technique. Additiponally, when I had the opportunity to speak to this consultant in the past (prior to this case) I have advised him of heat management techniques such as avoidance of over activation, blade should always face up to have visibility during transection and to avoid touching the blade on tissues or vessels you are protecting. Did the surgeon experience any generator alert screens during the procedure? No. Did the surgeon encounter any device issue during the procedure? No. Was the injury identified during the initial procedure? Yes. Which part of the bladder was injured? It was not specified from the report given and just mentioned a ¿hole was made¿ during the procedure. What was the approximate size of the bladder injury? Not specified but mentioned ¿a small bladder hole was made¿. Please provide more detail on how bladder was fixed ¿ consultant managed to fix the hole laparoscopically. What is the patient's current status? Patient is safe and recovered. Corrected data: h6 health effect - impact code.